Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -08.50/+1.5/093 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to glare/haloes. The lens was replaced with a different model but same length lens and the problem was resolved. The patient is happy. The cause of the event was unknown.